Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 3 (three) years later the patient presented for routine follow up and a type 3a was identified on a doppler us. Patient condition was reported as stable and a re-intervention has been scheduled. Subsequent to the initial report, clinical assessment determined the type iiia endoleak included complete component separation which was not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak (aortic) with complete component separation was confirmed. The secondary endovascular procedure is rescheduled for on (B)(6) 2020. Due to a lack of the relevant medical information (post implant CT study and/or operative notes, implant angiogram) the device, user, procedure or anatomy relatedness of this complaint could not be determined. The patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem ¿ updated. H6: result code ¿ remove 3223. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 3 (three) years later the patient presented for routine follow up and a type 3a was identified on a doppler us. Patient condition was reported as stable and a re-intervention has been scheduled.